Event description:
Complainant alleged that paramedic was attempting to pace the heart rhythm of a pt (age and gender unknown) using stat pads multi-function electrodes (part number 89004000, lot number unknown) with the device, but the screen displayed a "check pads" message. The medics then applied fresh electrodes to the pt, but again the device displayed the same message. The medics then applied another set of electrodes to the pt, and the pt's heart rhythm was successfully paced. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.